Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in the scrotum and infection. The pump was found to be stuck to the skin. The ipp was explanted and replaced. There were no additional patient complications reported.